Event description:
I placed a hemostatic clip pre-resection across part of the stalk. I started piecemeal resection using a snare and an erbe vio electrocautery unit. On the first bite, I attempted "conditioning" using pure coagulation to decrease risk of bleeding was attempted. The audible cues of the machine indicated that it was functioning properly, but visually I was not happy with appearance; concerned that there was no cautery. We rechecked grounding pad and all connections. I attempted again to condition, with no audible alarms, indicating "nl function." At this point a green error message came up, but the audible cues indicated proper functioning. A red error message came up and the audible cues ceased indicating no current. This repeated itself twice. I rechecked the connections and changed to an endocut mode (soft coag followed by bursts of cutting current). The audible cues indicated proper function and I asked the rn to slowly close the snare. The snare closed and a piece of the polyp came off with no cautery signs. This was followed by brisk arterial bleeding which I controlled only after getting a good visual field by removing the remainder of the polyp in multiple pieces using a different cautery device (conmed beamer), which functioned perfectly. I left a photodocumented completely dry field and admitted the patient for observation on monitor. She re-bled and got vagal on floor. Was transferred to ICU and had a neg angio. Currently 30 hrs, stable, no transfer, and no re-bleed. Hgb drop from 13 to 10. Unit was sent to biotronics. They have contacted the manufacturer and have made plans for pick-up of the unit.